Manufacturer narrative:
Other relevant device(s) are: product ID: 9735843, serial/lot #: unknown, ubd: unknown, UDI#: unknown. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the camera was not functioning when using it for a demo. After investigation, it was found the black cable to camera was kinked. The site used em instead for the lab. There was no patient present when this issue was identified.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The cable was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The cable was returned for analysis. Functional testing determined that the cable was functioning as designed. If information is provided in the future, a supplemental report will be issued.